Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image. The issue occurred during setup for the diagnostic procedure before sedation. The procedure was completed using an olympus backup device. There were no reports of patient harm.